Event description:
Pt was wearing liquid oxygen portable unit. Pt heard a popping noise and then liquid oxygen came through her nasal canula and into her nose. Pt complained of inability to speak for 10-15 mins. Did not require med attn per their request. No long term effects.